Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor,wassenburg wd440, using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg inspected the subject device and found air leak at the elevator channel plug in the control section and foreign objects on the distal end part. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc reviewed complaints and found that there was the same complaint from the facility with the subject device in (B)(6) 2019. Similarly, no microbes were detected from the sample of the subject device after the subject device was reprocessed by olympus france as was reported in the MDR (MFR..report #8010047-2019-03705). The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result after reprocessing by ofr cleared the french guideline.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the sample collected from the subject device was positive for candida parapsilosis (200 cfu) as a result of routine microbiological testing by the user facility. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.